Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue prior to the repairs being made. The purge valve was replaced. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) alarmed for an autofill failure. It was suspected the intra-aortic balloon (iab) may have caused the issue so the iab was removed and a new iab inserted. The autofill failure continued. No patient harm, serious injury or adverse event was reported.